Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot part # 319.006, synthes lot # 6330761, supplier lot # na, release to warehouse date: 03 mar 2010, manufactured by synthes brandywine, no ncr's were generated during production. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: investigation summary background: it was reported that on an unknown date, during open reduction and internal fixation of the ankle, the depth gauge does not move smoothly and measurement cannot be obtained. A different depth gauge was used to complete the procedure. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. This complaint involves one (1) device. Flow: device interaction/functional visual inspection: the device was received intact. Further observation revealed that the internal portion of the body was worn (scratches) due to repeated use over the 9 years of device's lifespan. Functional testing: slight resistance was noticed while inserting and removing slider in and out of body of the device. It is most likely due to the worn condition of the internal portion of the body. Conclusion: the complaint can be confirmed as device worn condition can contribute to the reported condition. The exact cause of the reported condition is unknown, but, it is likely that the device was subjected to heavily used during the 9+ year life of the device. After a visual inspection per guidance, it is determined that the device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during open reduction and internal fixation of the ankle, the depth gauge does not move smoothly, and measurement cannot be obtained. A different depth gauge was used to complete the procedure. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. This is report 1 of 1 for (B)(4).